Event description:
It was reported that a large volume infusor experienced an under infusion. This occurred during infusion of an unknown solution. The 240ml treatment was planned to complete infusion in 48 hours. The customer stated that 80ml remained at the end of the infusion. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. A functional flow rate test was performed. The flow rate was within product specifications. Based on the evaluation finding, the reported condition was not confirmed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.